Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed in the event log. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a ventilator's lcd screen was replaced due to an observation in the event log. This is incorrect. The lcd screen was replaced due to an observation from the technician that the screen was white and undreadable not due to an error in the event log.